Event description:
In 2007, abbott point of care was contacted by a customer who reported, on the same day at 14:50, (sample taken on the same day at 14:43) the I-stat eg7+ cartridge yielded a hemoglobin result of 22.8 g/dl. A sample (unk if same sample or different sample) tested on the same day at 15:04, the I-stat eg7+ cartridge yielded a hemoglobin result of 17.3 g/dl. A sample (sample taken the same day at 14:43) tested on the same day at 15:42 using lab instrument which yielded a hemoglobin result of 5.5 g/dl.